Event description:
It was reported that an administration set could not be primed. The user switched out the set with one from a different lot number. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed and revealed an obstruction in the assembly between the injection site and the tube. The reported condition was verified. The cause of the condition was determined to be excess solvent applied during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.